Manufacturer narrative:
(Event date): the event occurred on an unspecified date in july 2022. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of thirty-two (32) minicaps were opened. This issue was further described as, ¿foil open¿. This was observed before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs showing a few samples were provided for evaluation. The photographs revealed a cosmetic defect related to the packaging of the blisters and pouches that were opened. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.